Manufacturer narrative:
A3 - date of birth was obtained via follow-up. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2021-15271.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
Date 2 of 2. Reference MFR. Report#: 1627487-2021-15271. It was reported the patient had been receiving inadequate coverage. As a result, the patient underwent surgical intervention on (B)(6) 2021. During the procedure, the patient's right side s1 lead was unable to be removed due o scar tissue being present. Therefore, the physician decided to cut and remove a portion of the lead and implanted two new leads at l5 to provide resolution.